Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. However, the lead insulation was also broken allegation was confirmed. Based on the observation of multiple cuts through in the insulation likely related to induced damage.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to high pacing threshold measurements and undersensing. Moreover, the lead insulation was also broken. The lead was never in service. No adverse patient effects were reported.